Manufacturer narrative:
Investigation summary: sample related to the occurrence was received. The analysis led to confirmation of the reported failure. DHR review: 8163582 - it was verified the batch record and the manufacturing date for this batch was june 13th ¿ 25th, 2018. The process inspections were performed at properly frequency and no records of this defect were found. 6194225 - it was verified the batch record and the manufacturing date for this batch was august 13th, 2016. The process inspections were performed at properly frequency and no records of this defect were found. 6118050 - it was verified the batch record and the manufacturing date for this batch was may 25th, 2016. The process inspections were performed at properly frequency and no records of this defect were found. 6118052 ¿ it was verified the batch record and the manufacturing date for this batch was may 25th, 2016. The process inspections were performed at properly frequency and no records of this defect were found. 6151421- it was verified the batch record and the manufacturing date for this batch was june 06th, 2016. The process inspections were performed at properly frequency and no records of this defect were found. Qn review: no quality records related to this batch and failure mode were observed. Maintenance review: no maintenance records related to this batch were observed. The root cause for this failure mode occurred due to a screwing of the gun with cannula shield and cannula hub. At this step of assembly process a misalignment between shield and hub caused the hub fracture. The manufacturing process are validated with defined acceptance criteria. The incident identified by this complaint will be monitored to tendency analysis. Corrective action is not required at this time.

Event description:
It was reported that a bd precisionglide® syringe needle had a hole in it. There was no report of exposure to mucosal membranes, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide® syringe needle had a hole in it. There was no report of exposure to mucosal membranes, serious injury, or medical intervention.